Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products and associated with mdrs #1225714-2014-02761, 1225714-2014-02762, 1225714-2014-02763, and 1225714-2014-02764.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.